Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) was performed that revealed both moderate paravalvular leak (pvl) and trace central regurgitation. It was noted that some of the aortic regurgitation was from the transcatheter valve. It was believed that the cause of the regurgitation was due to the faulty expansion of the valve. A post-implant balloon aortic valvuloplasty (bav) was performed using a 16 millimeter (mm) non-medtronic balloon. During inflation, the valve expanded, but when it deflated, the valve recoiled. When the post dilation balloon was applied with echocardiogram, it was confirmed that the valve had dilated to a true circle. However, when the deflation was performed, it was pushed by the calcification and returned to the ellipse. It was thought that excessive calcification on the non-coronary cusp (ncc)affected the expansion of the valve. The aortic regurgitation decreased after the post-implant bav, and after removing the guidewire from the left ventricle, it decreased further. Mild/moderate pvl and trace central regurgitation remained. No increased gradient occurred as a result of the under expansion. The gradient was noted to have decreased from 80 mmhg to 7 mmhg after valve placement. Per the physician, the patient's blood pressure was not affected, and it was assessed as not a concern. No adverse patient effects were reported.